Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was told that the customer had a hardware low level failure alarm on the insulin pump. Customer reported that the pump error did not occur during the rewind/load reservoir/fill tubing process. Customer was advised to program a normal bolus into the air to determine if delivery is successful. The bolus amount was recorded in the daily history. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, hardware low levels alarm confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.